Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. Failure was due to heater not activating caused by blown f1 fuse resulting in thermal decomposition of the component on the ac distribution board. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patients liberty cycler experienced m67 fluid temperature out of range alarm occurred in step 5 of setup. Patient was advised to hard reboot the cycler and resetup with all new supplies. The issue occurred prior to treatment. The patient called back with the same alarm during the setup. Replaced cycler due to m67 fluid temperature out of range. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. The cycler is available for return. Multiple attempts were made to acquire additional information, however, a response was not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short was identified.